Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received result of 274mg/dl. The normal control range was 97-133 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.